Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the sureform stapler 45 instrument rubber joint broke and the customer had to force open the jaw. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform stapler 45 instrument was analyzed and replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of torn wrist cover to be related to the customer reported complaint. Visual inspection was performed, and the instrument was found to have a torn wrist cover. The tears measured approximately 0.078" - 0.279" in length and no material appears to be missing. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sureform black 45 reload. No failures were observed during log review.